Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: delayed retraction of the needle could result in a needlestick for the nurse or the patient.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4025980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E1. Address information was not provided, therefore, xx was used as a place holder.